Event description:
A (B)(6) male pt called zoll customer support to report that he was receiving check therapy electrode and check belt alarms. The pt was issued a replacement electrode belt.

Manufacturer narrative:
Device evaluation summary: device evaluation of electrode belt sn (B)(4) has been completed. The reported problem (check therapy electrode, check belt alarms) has been confirmed. Upon investigation the red wire (-5v) was cut in ECG "c", causing intermittent front end and electrode discharge failures that resulted in the reported alarms. The root cause of the cut wire could not be positively identified. No adverse event resulted from the defective electrode belt. The pt received a replacement electrode belt.